Manufacturer narrative:
Concomitant medical products:aspirin, atorvastatin, cholecalciferol, cyanocobalamin, diltiazem, dulcolax, gabapentin, levothyroxine, metoprolol, tartrate, tramadol, warfarin, omeprazole. A review of the manufacturing and sterilization records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
(B)(4). A direct product analysis is not possible as the explanted devices were discarded at the site. (B)(4).

Event description:
On (B)(6), 2015, this patient underwent treatment for a descending thoracic aortic dissection with aneurysm (measuring 41.7mm in diameter) with disseminated intravascular coagulopathy (dic); and a left common femoral artery pseudoaneurysm. The pseudoaneurysm was repaired first and extensive inflammation and tracks with thrombus surrounding the pseudoaneurysm were noted. A conformable gore tag thoracic endoprosthesis (ctag) was deployed just above the origin of the celiac artery, with a second ctag device advanced and deployed just distal to the left common carotid artery. Balloon dilation was not performed given the pathology. The patient tolerated the procedure well and was transferred to the thoracic intensive care unit in stable but critical condition. On (B)(6), 2015, postoperative diagnosis stated an infected endograft, growing aortic aneurysm with chronic dissection and evidence of rupture. The patient underwent explant of all the ctag devices and surgical repair of the aneurysm and dissection was performed. The patient tolerated the procedure. The explanted devices were discarded at the site and not available for analysis. The infection was reported to have been likely due to urosepsis. The patient tolerated the procedure.